Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4: reference MFR report: 1627487-2018-07020, 1627487-2018-07022 and 1627487-2018-07023. It was reported the patient complained the drg system stimulation was decreasing, and the patient could not increase the stimulation strength. The patient was provided with another program but the issue persisted. X-ray taken revealed lead migration. Consequently, the patient's drg leads were replaced with new ones. The patient reported adequate stimulation therapy postoperatively.